Event description:
It was reported while using bd alaris smartsite low sorbing secondary set disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: "line is detaching from the buretrol with regular use during chemo compounding".

Manufacturer narrative:
H6: investigation summary the customer reported the line is detaching, and returned photos of the incident. The photos verify the complaint as a drip chamber separation. The root cause is traced to manufacturing process and the solvent application. There is a funded project underway to mitigate the risk of the failure, which involves improvements to the solvent applicator. Device history record review for model 10014881 lot number 22049032 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: "line is detaching from the buretrol with regular use during chemo compounding".